Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced software error. The customer's blood glucose value was unknown. The customer stated that the alarm did not occur while change settings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected software error alarms or reset, reboot anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.